Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that blood mated backing up in the pressure tube and leaked at the hub site during use. Reportedly, there were no patient complications or injuries.